Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor was producing charge profile faults. The charge relay was switching on and off. The cause for the failure was isolated to an intermittent pld (u1003) bga component. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. The monitor showed signs of physical abuse. A root cause investigation is underway. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
During investigating of a (B)(6) female patient's monitor for an unrelated issue, a reportable problem was discovered. The monitor was producing charge profile faults. The patient was issued a replacement monitor.